Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the ICU with loss of consciousness, hypotension from sepsis, elevated lactate dehydrogenase (ldh) of 655, and plasma free hemoglobin of 0.6. Log files revealed a power cable disconnect/low power hazard event on (B)(6) 2023 at 2:29am caused by power to the mobile power unit (mpu) being briefly interrupted. Related manufacturer reference number covering loss of power: 2916596-2023-07949.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. A no external power alarm was captured on (B)(6) 2023. This alarm is addressed under the mobile power unit investigation. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further issues reported at this time. No product is available for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including other neurological events (not stroke-related), sepsis, and hemolysis which may be associated with the use of heartmate 3 lvas. The IFU includes a list of hm 3 patient assessment methods, including assessment of the patient's level of consciousness. This document also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.